Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic operating console presented instability in the support of the balanced salt solution (bss) (it descends alone at the time of the aspiration phase), difficulties in aspiration of the cataract and also in the functionality of ultrasound during a cataract surgery. There was no report of any patient harm. Additional information has been requested but none received till date.

Manufacturer narrative:
A service record (sr) relevant to the reported complaint was found. Sr was opened to address the reported event. The sr was cancelled without service being performed. However, the system was last serviced prior to the reported event per service record (sr) opened. The system found to meet all cosmetic and performance standards per the service test procedure (stp). A system non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event is inconclusive. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).